Manufacturer narrative:
Evaluation codes: 2374, 2993. The patient was converted to a reverse on (B)(6) 2019 from an anatomic shoulder and left or in good shape and surgeon expected a good outcome. Patient came to see surgeon for follow-up on (B)(6) and had very bad range of motion. Surgeon suspected a dislocated shoulder and confirmed with x-rays. Patient claims no traumatic incident. Surgeon attempted a closed reduction but could not complete this so, the patient was opened and did some soft tissue management and washed out wound. He removed a +0 tray and +0 liner. After doing this he trialed with a +0 constrained liner on a +0-adaptor tray. He was happy with this and implanted final implants. Patient left or stable and surgeon expects a full recovery. Hospital did not release implants to be returned to exactech. No other information available. Per IFU, all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. (H3) as reported, the patient was converted to a reverse on (B)(6) 2019 from an anatomic shoulder and left or in good shape and surgeon expected a good outcome. Patient came to see surgeon for follow-up on (B)(6) and had very bad range of motion. Surgeon suspected a dislocated shoulder and confirmed with x-rays. Patient claims no traumatic incident. Surgeon attempted a closed reduction but could not complete this so, the patient was opened and did some soft tissue management and washed out wound. He removed a +0 tray and +0 liner. After doing this he trialed with a +0 constrained liner on a +0-adaptor tray. He was happy with this and implanted final implants. Patient left or stable and surgeon expects a full recovery. Hospital did not release implants to be returned to exactech. No other information available. Per IFU# 700-096-004, all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. The patient should be warned against unassisted activity, particularly in lifting, and that active motion should not be initiated until recommended by the surgeon in order to ensure subscapularis healing is complete. Normal wear of the implant given the state of knowledge at the time of its design cannot in any way be considered to constitute a dysfunction or deterioration in the characteristics of the implant. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed as the reason of the revision has not been reported.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-15-05, eq rev locking screw, 320-01-42, 69012018, equinoxe reverse 42mm glenosphere.

Event description:
It was reported that the patient was converted to a reverse on (B)(6) 2019 from an anatomic shoulder and left or in good shape and surgeon expected a good outcome. This first revision was captured in 1038671-2019-00481. Patient then came to see surgeon for followup on (B)(6) and had very bad range of motion. Surgeon suspected a dislocated shoulder and confirmed with xrays. Patient claims no traumatic incident. Surgeon attempted a closed reduction but could not complete this so opened up and did some soft tissue management and washed out wound. He removed a +0 tray and +0 liner. After doing this he trailed with a +0 constrained liner on a +0-adaptor tray. He was happy with this and implanted final implants. Patient left or stable and surgeon expects a full recovery.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; however that could not be confirmed as the reason of the revision has not been reported.